Event description:
During surgery, while inserting the screw, the driver broke off in head of screw, at the retainer ring. The surgeon was able to remove and replace the screw with another driver. The tip of the driver remains in screw head.

Manufacturer narrative:
Device eval anticipated but not yet begun. A f/u report will be sent upon completion of eval.